Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer recently received multiple auto-off alarms occurring in the morning. Reportedly, the user did not interact with the pump for 12 hours due to sleeping. In addition, the customer reported the pump shut off on (B)(6) 2017 the pump shut of. During troubleshooting with tandem technical support, review of the pump history with the customer confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Customer also stated the time and date were inaccurate and they were unsure why. Customer stated they recently had an appointment with their healthcare provider and it is possible someone changed the time, date and auto off settings in the pump. The customer was assisted with correcting the time and date settings. Customer reported blood glucose (bg) level was over 600 (mg/dl). The customer charged the pump, resumed insulin and delivered a bolus to address bg level. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. Recommendation was also made to the customer to charge pump more frequently.